Event description:
The health care professional "tried to change stylet in lead and the new stylet would not go all of the way in." When the hcp tried to put the original stylet back in, "it would not go." No pt symptoms or outcome were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Final device analysis of the lead revealed the stylet had perforated the stylet coil. The lead had acceptable continuity on all circuits and there were no shorts. The stylet perforated the stylet coil 9.2 cm from the distal end of the lead. The stylet did not perforate the outer insulation. Final device analysis of the stylet with the white handle and blue cap revealed no significant anomalies. The stylet was returned in the lead. The stylet wire was bent near the proximal end of the stylet. Final device analysis of the stylet with the green handle and blue cap revealed no significant anomalies. The stylet wire was bent in several locations.